Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical specialist radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath was located normally with blood refluxing into the locator as usual. When the vip device was locked and pulled back there was no visible suture, or any tension and the sheath just pulled away from skin surface. I had presumed the suture was not anchored and was left inside patient. The kit was prepared with care by the nurses with no bending or kinking of the packaging. There was no patient injury. Additional information was received on 26jun2025: the procedure performed was a thrombectomy via right femoral artery approach. An 8 fr angio-seal device was used. It was confirmed that there was lumen and when the user eventually pulled on the suture to tension the plug the suture simply came out with no resistance as if it was not secured to the anchor at all. There was immediate bleeding from the arteriotomy which required prolonged manual pressure hemostasis. The artery was particularly diseased as we had performed a groin angio run before deploying the angio-seal. The puncture was at the level of the femoral head above the bifurcation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 01aug 2025, the sample has not returned for investigation. Therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be updated. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).